Event description:
Caller reported blood glucose results of "350 range" mg/dl and 99 mg/dl within 10 minutes on the advantage system. From another day, reported blood glucose results of 321 mg/dl and 135 mg/dl within 10 minutes on the advantage system. Reported another comparison of blood glucose results of 323 mg/dl and 88 mg/dl within 10 minutes on the advantage system. Customer used 2 different vials of strips with different lot numbers, was unsure which results were taken with advantage system 1 and which were taken with advantage system 2. Reported no adverse event relative to discrepancy. Strips not available for return, replacement system sent.

Manufacturer narrative:
This medwatch is for advantage system 2. (B) (6).